Manufacturer narrative:
Sorin group received a report that the jaw of the bipolar broke during a vein harvesting procedure. There was no report of patient injury. A sorin group procedural specialist was present at the time of the incident. The procedural specialist indicated that the user had advanced the device with the jaws open. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the jaw of the bipolar broke during a vein harvesting procedure. There was no report of patient injury.